Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the difficulty inserting the guide wire; however, the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath after a coronary intervention. Reportedly, the proglide device could not be loaded onto the guide wire. The guide wire could not track and a dissection occurred in the iliac but reportedly was not due to the proglide device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.